Event description:
S/p teac -chemoembolization with drug eluting bead and 100 mg doxorubicin (B)(6) 2018. Significant problems with portal hypertension, decline in hepatic function, upper gi bleed related to esophageal varices, developed a significant ascites and lower extremity edema and elevation of bilirubin and managed supportively treatment dates/ therapy dates: start: (B)(6) 2018; stop: (B)(6) 2018; give best estimate of duration, is therapy still on going? No, g1 tumor extensive unresectable liver metastases. FDA safety report ID # (B)(4).